Event description:
It was reported that a patient contacted support because their continuous glucose sensor was not compatible with the ilet system; a photo of the box indicated a libre 3 sensor, and the patient was advised that the ilet requires a libre 3+ sensor. Symptoms included no reported alerts or alarms from the ilet. Outcomes included user education on compatible sensor requirements. Investigation included a review of the reported sensor model against ilet compatibility and confirmation via photo that the sensor was a non-compatible model. Investigation of this case revealed a device use issue related to incompatible third-party sensor selection, with no ilet hardware or software malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user interface or use error due to use of an incompatible sensor model.